Event description:
A patient sustained heavy damage to the right side of their face as a result of falling off a bull they were riding and the bull then stepping on pt's face. The injury was repaired initially in the patient's local emergnecy room. The patient then presented to this facility with periorbital cellulitis requiring a consult for surgical repair. The surgeon at this facility was using a bovie pencil to repair a laceration to the right cheek which the patient sustained when pt fell off a bull pt was riding and the bull stepped on pt's face. The surgeon rested the bovie on the patient's lip. The patient sustained a third degree burn from the bovie pencil which was through pt's lip, requiring debridement followed by suturing to repair. Subsequently, the bovie pencil was covered with makeshift sheath to protect the lip. The "makeshift" sheath was a red rubber catheter, such as one used for nasal suctioning. The purpose of this sheath was to cover the pencil and expose only the tip of the bovie pencil so the surgeon could work inside the mouth without the side of the probe touching the cheek or the lip again. The patient will require future plastic surgery due to extensive damage sustained from the bull stepping on pt's face. There are no contraindications for the use of this device for this procedure on the labeling instructions. The site indicated it is not known if the device was appropriate for this particular procedure as the site reporter did not have enough information on the use of the bovie in such procedures. Quality management review of lip burn revealed user error. Bovie [pencil] could not be easily manipulated by surgeon to work on interior of the cheek, without the bovie touching the patient's lip. A makeshift cover was used by the surgeon to cover the bovie pencil probe, except for tip of the pencil. The makeshift cover was a red rubber catheter such as would be used for nasal suctioning. The makeshift cover was put on so that only the tip was exposed so the surgeon could work on the inside of the patient's mouth without the side of the probe touching the patient's check or lip.